Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review, evaluation notes, and the following sections , d8, d9, h3, h4, h6 and h10 . The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for investigation. Upon evaluation of the device, the reported e116 error code was not confirmed. The unit was burned in for over four hours and the insides were visually inspected without any issue. The unit passed all functional test and the rx module was in normal condition. The software was updated and all video output signals tested fine. The probable cause for the error code is due to an accidental failure of the central processing unit (cpu ) and graphics processing unit (gpu) fan. The e116 error occurs when the cpu and gpu fan fails to respond. Furthermore, a temporary contact failure of the connector on the fan cable contributed to the error. The malfunction did not occur again. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely the e116 occurred because foreign matter such as dust temporarily adhered to fans of central processing unit (cpu) / graphics processing unit (gpu).

Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported a e116 error code while using a camera control unit. No patient involvement or injuries were reported. No additional information has been obtained.